Event description:
It was reported that the pt experienced a "red knot" at the ins suture site that was noted to be superficial in nature. The pt was treated with an antibiotic on (B)(6) 2010, and recovered without sequelae, as noted on (B)(6) 2010. No further details or pt symptoms were provided at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).